Event description:
It was reported a sjm representative met with the patient on (B)(6) 2013 for a first time programming session after her permanent scs system implant procedure. The patient had a migraine headache and opted to abort the session. The patient declined programming the following day due to an upset stomach and just not feeling like being reprogrammed. The patient also declined reprogramming the following day, (B)(6) 2013, and stated, she would prefer to be reprogramed during her first postoperative appointment. During the patient's postoperative appointment, the patient stated, she had become aware of the issues with sjm systems. The patient stated, she had experienced heating at the ipg site during the attempted programming session on (B)(6) 2013. It was also reported, the patient has not been using the system since she was implanted. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.